Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized thirteen days prior to death for an amputation due to gangrene on the right foot. The cause of death was unknown, but assumed to be sepsis. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.